Event description:
Last week the patient was not feeling well, so patient tried to test their blood glucose and the meter displayed a "not ok" message during testing. Since patient needed to test their blood glucose, patient went into the clinic and tested on the clinic's meter and received a 232 mg/dl. The patient was treated with insulin and then released. Patient mentioned that the meter every so often would give a "not ok" message. Yesterday, the meter again displayed the "not ok" message while testing; therefore, the patient contacted lifescan. Customer service was unable to resolve the issue and sent the patient a replacement meter.